Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation shows that the tip of the extraction screw is broken off, missing part with thread does not returned for investigation. The screwdriver tip and the shaft from t-handle are twisted. Caused by twisted t-handle the quick coupling cannot work properly. Instruments condition give evidence that extraction has been performed with high mechanical force. Investigation of documentation for manufacturing and material shows that the t-handle was produced in 2013; screwdriver shaft in 2014 and extraction screw in 2014 and all instruments print specification. No failure in material or manufacturing could be detected. Afterwards without additional details it is unfortunately not possible to determine the exact cause of the damages. High mechanical force has been performed while extraction. This cause a material fatigue which lead into the reported damages. For future time we recommend the handling technique document ((B)(4)) which introduce in detail various techniques and instruments (including alternatives) for screw extraction in connection to specific issues may raise while perform. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the shaft and the t-handle were twisted, the extraction screw was broken. This was reported that it occurred during surgery. There wasn¿t any impact on the procedure, the operation was finished successfully. This is report number 1 of 2 for (B)(4).